Event description:
On (B)(6) 2011, pt reported the screen on the infusion device is cracked and now there are big black blobs on the display screen. Pt stated, he is unsure how the display screen got cracked but noticed the damage one day after pulling the infusion device out of his pocket. Pt reported only parts of the display screen including the basal rate are readable. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.